Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted for potentially associated lot numbers h13d24015 and h13e14062 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for this event. The patient was treated with unreported antibiotics. The cause of the peritonitis is unknown. At the time of this report, the patient was recovering from this event. No additional information is available. Report three of four.